Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sleeve gastrectomy, bilateral hernia repair, a kenalog injection on one site on (B)(6) 2015 and a topical skin adhesive was used on the incision sites. The patient called the physician on (B)(6) 2015 with a complaint of a skin rash. It was described by the surgeon as a skin discoloration with white around all the surgical incisions. There was no medical intervention performed to treat the discoloration. The current condition of the patient was reported fine other than the skin discoloration.